Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal and a damaged battery compartment. Functional testing was unable to verify an unknown issue; however, it was revealed the device had a damaged dso seal and battery compartment. The dso seal and battery compartment were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was sent in for repair for an unknown issue. There was no patient involvement.